Event description:
It was reported that the patient called the facility and stated that his 5 fu cadd pump was leaking at port tubing site. When the hcp investigated where it was leaking from, there was a very slow drops of chemotherapy dripping from huber needle hub and tubing site. The tape from that site was wet and then removed. Port had a brisk blood return and flushed well. The patient's port was deacessed and reaccessed. Once again hcp had a brisk blood return and flushed well. Hcp rehooked up the 5 fu cadd pump. The patient was instructed to go to ER if there was any further leaking during the night. The huber needle size was a 20 gauge x 3/4 inch.